Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The device was visually inspected and functionally tested. According to the alarm history review, there was evidence of the f-38. The reported condition of an f-38 alarm was confirmed. The cause of the reported condition was due to the force sensing resistor (fsr) being out of specification. To correct the issue the fsr was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up report will be sent.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.